Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5177833.

Event description:
Voluntary medwatch received states that the patient's right ventricular lead exhibited crosstalk. The device was explanted and replaced without adverse patient consequences.